Event description:
It was reported that device alarm sounded and the patient went to the emergency department. It was also reported that the patient became pale, diaphoretic and suffered from shortness of breath while in the emergency department. The patient subsequently had syncopal episode. It was also reported that during the device interrogation, they noted that the lead had high impedance. The lead impedance levels were adjusted and the device was reprogrammed. The lead and device remains in use. No further patient complications have been reported as a result of this event. The patient is part of the prompt study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.